Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to an implant procedure during device preparation, the pacemaker exhibited a radio frequency telemetry anomaly. There was no radio frequency telemetry possible. Inductive telemetry was noted to be working. The device was not used.